Manufacturer narrative:
Eval: analysis of the device is in process; the results will be forwarded when available. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2010. It was reported that the pt experienced a sudden loss of stimulation. In an attempt to troubleshoot the problem, the pt, using both his pt programmer and charging system, tried to locate his ipg. Unfortunately, no response could be elicited from the ipg. The ipg was explanted and replaced. The explanted ipg was returned to the manufacturer for analysis. Follow up on the pt found no further issues reported.